Event description:
The extension carrier broke during tunneling; it was noted to be a difficult pass. The pt seemed to have very tenuous tissue that made passing difficult. When pulling the carrier back through the pass, the external carrier section snapped off. This seemed to be a weak point on the carrier. The physician was able to pull it out with the extension still attached. There was no pt injury. The pt recovered without sequela from the event.

Manufacturer narrative:
(B)(4). The carrier was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.